Event description:
Synthes (B)(4) reported that during a product demonstration, the matrix head remover would not snap onto the end of the screw easily. When it finally fit onto the head and removed the head of an unknown screw, the head remained stuck to the remover.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis avalign technologies - nemcomed manufactured part number 03.632.045 lot number 6718657. The supplier conducted the investigation on this device and determined: the matrix head removal tool failed to function properly with the matrix head implant provided as received. Findings conclude the failure to be attributed to two possibilities. There is evidence of misuse resulting in heavy damage to component 03.632.045.2 -threaded inner shaft. There is also the potential failure of the implant as the insert moves freely within the implant which does not allow the removal tool to engage as designed. All records were reviewed and indicate that the unit was processed correctly through all operations.

Manufacturer narrative:
This device used for treatment and not diagnosis. Product was received and is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
A device history record review was conducted. Avalign technologies - nemcomed manufactured the head removal tool for matrix, part number 03.632.045, lot number 6718657. The suppliers certificate of compliance, dated october 28, 2011, indicates the lot was manufactured to the correct material, met the hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis the product development evaluation reports as received condition on the returned instrument included polyaxial head without the bone screw. The chu removed the polyaxial head. The handle with overmold shows some wear at the distal tip. The threaded inner shaft component has significant damage to the distal tip. The tip is bent with several small dents. In addition, tip has about 10 mm of helical surface wear. The matrix deformity and degenerative systems include a head removal tool. This instrument can remove polyaxial heads intraoperatively or prior to surgery. The chu reviewed the associated drawings and these drawings detail the appropriate dimensions, materials, and finishing processes for a successful polyaxial removal instrument. The chu used the return instrument to successfully remove the polyaxial head from part number. Despite the bent inner shaft, the instrument worked satisfactorily. The bent tip caused helical tip surface wear as the user advances the inner shaft. Based on this evaluation, the instrument functions as intended.